Event description:
Customer had their meter set to wrong unit of measure. Meter was set to mmol/l instead of mg/dl. Customer medicated themselves based on the readings obtained. Doctor had adjusted their insulin to a lower dosage due to the lower readings customer was receiving. Customer went to the emergency room where customer was treated with an IV and had various tests done. Details were not specified.